Event description:
During surgical access the gluteal artery was irritated such that it required intervention order to stop bleeding. No specific instrument was identified as causing the event. Hemostasis was eventually achieved and pt was stabilized and later released from the hospital. No further surgery was required; no simmetry implant was placed during the procedure.

Manufacturer narrative:
Perforation of vital structures, specifically the gluteal artery, is called out in the warning section of the simmetry sacroiliac joint fusion system product instructions for use.